Event description:
Information was received that a patient's family administered a bolus dose on a cadd legacy duodopa pump following reported morning dose delivered by nursing staff. The patent's wife reported that she doesn't think the pump was programmed correctly, and she checked the cassette. There was no further information provided. No patient adverse effects experienced.